Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text: device not yet received.

Event description:
The sales representative reported on behalf of the customer, that the as-ifs1, airseal ifs, 110v was being used on (B)(6) 2024 during a robotic assisted laparoscopy procedure when it was reported ¿airseal turned off mid-case and won't turn back on. No serious stress on the continuation of the case.¿ there was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device was not overdue for preventative maintenance. The device was found to suffer from burnt fuses and power entry module failure. The device was repaired, tested via a 12-hour burn-in and met all specifications. The root cause cannot be determined, however, based upon evaluation, the likely cause of this event was that the fuses burnt out during the procedure. The service history was reviewed and found similar repairs to this complaint. A device history review (DHR) review found no abnormalities that would contribute to this reported event. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to read the instructions for use carefully and become familiar with the operation and function of the device and the accessories before use during surgical procedures. Non-observance of the instructions listed in this manual can lead to life-threatening injuries of the patient, to severe injuries of the surgical team, nursing staff or service personnel, or to damage or malfunction of device and/or accessories. Perform a visual inspection. Make sure that: the fuse corresponds with the specifications indicated by the manufacturer, labels and stickers on device are legible, the mechanical condition of the device allows for its safe use, the device is clean to ensure proper and safe functionality. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the as-ifs1, airseal ifs, 110v was being used on 14may2024 during a robotic assisted laparoscopy procedure when it was reported ¿airseal turned off mid-case and won't turn back on. No serious stress on the continuation of the case.¿. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.